Event description:
Additional information received reported the cause of the lead to break was believed to be a fall. Every electrode was fractured. The revision was completed on (B)(6). All parts of the lead were explanted and would be returned. The patient was doing great.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that there was one fractured lead. All electrodes were greater than 10,000 ohms. There were no patient symptoms or injuries related to the event. A revision was scheduled. Information regarding the cause of the lead break, the revision, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the lead (B)(4) found that the stimulation lead body conductor was broken at the anchor site unknown. Analysis of the lead(B)(4) found that the stimulation lead body cut through and the product segmented. All wires were broken 14.7 centimeters from the distal end. (B)(4).

Event description:
Additional information received reported that the patient had a fall one year ago in (B)(6), and began having intermittent stimulation on the left side 3 months ago. Impedance check prior to the replacement showed contacts 0-7 >10,000 and 8-14 were within normal limits. The surgeon cut both leads trying to get the implantable neurostimulator (ins) out of the pocket. This was why both leads were replaced. The patient had a follow-up appointment on (B)(6), and confirmed she was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an appointment the day after the report to complete programming, which had to be rescheduled. There was a shocking or jolting sensation. There were symptoms which included increased baseline pain. The event occurred following a fall. On (B)(6) the patient fell and had broken their arm in two places and could still only lift their arm half way up. During the fall, the patient broke the wire (lead). It hurt so bad on one side it was shocking the patient. It took 30 days to get the parts to do the replacement. The replacement surgery occurred about a month prior and programming was set up, had been started,but was not completed. The patient needed some additional programming done to complete adaptive stimulation programming. The patient was unsure at the time on what they wanted to do about setting up an appointment. They had to "redo the leads" because it "broke off" when the patient fell a year prior. The patient was scheduled for an appointment on (B)(6) to finish programing. The patient was receiving effective therapy. The patient was to have adaptive stimulation activated on monday. The patient was seen at the healthcare provider (hcp) office. The manufacturer representative activated adaptive stimulation and adjusted provision range cones to accommodate the patients sitting in a recliner much of the day. The patient was getting effective stimulation and was happy at the close of the appointment.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.